Event description:
Per importer's MDR: MDR decision date: (B)(6) 2013. On (B)(6) 2013 - seh: no serious injury alleged. Malfunction alleged. Consumer alleges the brakes are not working and when his mother sits down the rollator rolls backward. MDR filed.